Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed/broken on the bottom case and plunger assembly. It was also noticed top case was counterfeit and pump was cracked on right plunger case. Review of the event history log showed an occurrence of "force sensor bridge test" error. Functional testing involved powering up the pump as well as testing the force sensor. The pump exhibited "force sensor bridge test" error on power up and it was not possible to calibrate the force sensor. The investigation determined that normal wear was the cause of the reported issue as the pump was over eight years old. The force sensor and plunger cables were replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a force sensor error. No adverse patient effects were reported.